Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The electrogram appeared noisy and showed intermittent pacing. The lead was capped and a single chamber atrial pacing system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.